Manufacturer narrative:
The device has not been received for product evaluation. Upon return of the device a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. The results will be submitted in a supplemental report upon receipt of the information.

Event description:
It was reported that a clearsight pressure controller displayed inaccurate blood pressure readings. This was observed while a training demonstration was being performed for hospital personnel. The blood pressure reading was 30 mmhg lower than the arm cuff reading. There were no error messages noted. The suspect pressure controller was exchanged for a different pressure controller and then the blood pressure reading was the same as the arm cuff reading and the issue was resolved. There are no other suspect devices involved. There was no patient involvement. There are no patient demographics.

Manufacturer narrative:
One clearsight pressure controller unit was returned for product evaluation. The device was connected to a known good working clearsight system for analysis and testing. The known working heart reference sensor (hrs) was able to provide normal blood pressure readings and normal waveforms three different times on finger cuff 1 and finger cuff 2 ports without any issues noted. The testing was left to run for over 30 minutes on each cuff port and the blood pressure measurements were stable. The measurements were 120/80 and 121/81. The ft2 and ft3 functional tests were performed and the device passed the tests. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was no previous servicing of this unit. The UDI number is (B)(4). The reported event was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown if user factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.